Event description:
The implantable cardiac monitor (icm) was found in backup operation. No intervention was performed. The patient status was unknown.

Event description:
New information notes that the implantable cardiac monitor (icm) was found in backup operation due to end of life (eol). There were no patient consequences.